Manufacturer narrative:
The suspect probe was returned to the manufacturer for evaluation. Visual inspection found that the tip of the instrument was twisted. Confirming the reported issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, a thoracic probe bent while removing the instrument from the anatomy. The surgeon elected to complete the procedure with a lumbar probe. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.